Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a revision procedure wherein the ipg was replaced and two new leads were added. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.